Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for investigation in used condition. A review of the event history log (ehl) evidenced the following: (B)(6) 2021 1:44:34 pm high alarm displayed: cassette not attached properly. The customer reported product problem was therefore confirmed through the ehl. The alarm was also reproduced during functional testing. Inspection of the downstream occlusion sensor determined that it was non-reactive. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The downstream occlusion sensor was replaced to address the reported product fault.

Event description:
It was reported that the cadd solis vip pump was alarming with the following message: "cassette not attached properly, reattach cassette." No patient injury or complications were reported in relation to this event.